Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. . Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap (B)(4) that a full hd cmos camera control unit (part # pv470) was used during a procedure performed on (B)(6) 2021. According to the complainant, the patient presented to the hospital for color doppler ultrasound due to lumbosacral pain and discomfort. The scan showed multiple uterine fibroids and left fallopian tube effusion. The patient was included in the gynecology department of our hospital with "hysteromyoma." During the operation, the surgeon was using erbo 300s high-frequency electrosurgical equipment to stop bleeding in the abdominal cavity. Reportedly, the display screen of the full hd cmos camera system kept flashing, the operating field was not able to be seen clearly, the operation could not be carried out, and the bleeding point could not be effectively stopped which resulted in the interruption of the operation. Subsequently, the bleeding point of the patient was aggravated and the intraoperative bleeding was rapid, which may have endangered life. The patient's blood pressure decreased to 88 / 58 mmhg and the heart rate increased to 119 beats / min. The physician stopped use immediately, replaced with another full hd cmos camera system, and then proceeded to immediately stop bleeding at the bleeding point. At the same time, 500 milliliters (ml) succinylated gelatin was injected to maintain the stability of blood volume, and the second group of intravenous indwelling needle channel was established. Due to excessive bleeding, the blood was drawn immediately and the patient was prepped for a blood transfusion. The patient's vital signs gradually stabilized, the patient's blood pressure rose to 105 / 62 mmhg, and the heart rate decreased to 86 beats / min. The complaint device was not returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The adverse event is filed under (B)(4).

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us the reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.